Manufacturer narrative:
Investigation summary: it was reported that the posiflush is very difficult to push through the solution. To aid in the investigation, three samples were received for evaluation by our quality team. The samples came with no packaging flow wrap. A visual inspection was performed and no damaged or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0350037. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd posiflush¿ normal saline syringes had difficult plunger movement during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "is very difficult to push through, it'll be fine and then all of the sudden it will have a lot more resistance. This happened twice yesterday (B)(6) 2021 and then 3 times today (B)(6) 2021."